Manufacturer narrative:
Exact date unknown, event occurred couple of weeks after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5118514/5118658.

Event description:
It was reported that the patient was having pain and inadequate stimulation. It was also reported that patient had to frequently charged the ipg for a longer period of time. All components were explanted and will not be returned.